Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system the keyboard was not working. The customer reported that there was a miracast/wireless display windows dialogue that was interfering with the touchscreen and keyboard use in the med application. The customer stated that the nurses managed to get medication from the another station. There were no adverse events or injuries reported based on this incident.